Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and functional testing was performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. Visual inspection found particulate matter in the cassette. Infrared microspectroscopy was performed on the particulate matter, which identified the material as a mixture of an aliphatic hydrocarbon plus one or more carbonyl-based components, sample did not meet specification for the reported issue. The reported condition was verified. The cause of the reported cassette test failure 26923 occurrence was determined to be loose particulate matter inside the cassette identified during visual/functional inspection. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler experienced a cassette test failure 26923 (a dry integrity test failure occurred) alarm. The patient was not connected at the time of the alarm. This occurred during set up of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have contributed to the reported issue. The patient competed therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.